Event description:
A malfunction alarm was reported involving a device with malfunction code 0-0x2890. There was no adverse impact on the customer's blood glucose level. Technical support arranged for the replacement of the pump, ensuring that insulin delivery was not interrupted by providing a replacement pump.